Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon was using the capio device and when it was removed the bullet was missing. An x-ray was performed and the bullet was located within the surgical site. The doctor decided not to retrieve the bullet. The patient's condition was reported as fine.